Event description:
The physician reported: three weeks following treatment with zyderm 1 collagen implant under the eyes, the patient called the physician and reported redness at the injection site. The patient reports the doctor prescribed steroids for the redness. The symptoms reappear when the steroids are discontinued. The patient refuses to see the injecting physician again.

Manufacturer narrative:
(B) (4)